Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vison valve was chosen for implant using a large flexnav delivery system. The valve placement was completed without any issues. The flexnav was removed to replace it with the non-abbott sheath. During that process, the radiopaque tip came out of the body, and the guidewire (gw) got stuck in the middle of the flexnav and could not be moved. The end of the gw did not come out from the guidewire lumen flush port. The doctor tried to move the inner shaft using the macro slide button, but there was no change. The saline was injected through the gw lumen flush port, but it came out without any movement. The gw was cut, and the non-abbott sheath was replaced. The procedure was completed. There was no significant delay. The only additional time required was to confirm that the wire could not be removed and to prepare the nipper to cut the guidewire, which took about five minutes. Fortunately, there was a sufficient length of the guidewire remaining outside the body, so the sheath exchange was carried out with minimal difficulty, and there was no impact on the patient's outcome. The patient was reported stable.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of stuck guidewire in the delivery system was reported. The device was returned to abbott for analysis, and the investigation confirmed the stuck guidewire in the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported event could not conclusively be determined. However, the reported stuck guidewire was determined to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The cause of the reported unexpected medical intervention was a result of case-specific circumstances as the guidewire was cut in order to remove the delivery system.